Manufacturer narrative:
The event occurred in (B)(6) but was reported by the u.s site.related MFR numbers are :3012307300-2019-06187,3012307300-2019-06188,3012307300-2019-06189.

Event description:
Information was received indicating that the cadd administration set leaked was found leaking during infusion. The leak was noticed from the stinging cap of the "y". There was no reported injury to the patient.